Manufacturer narrative:
(B)(4). Additional information: the device was received in good physical condition. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed, tone 2 is heard when tissue impedance threshold is reached, and tone 3 is heard when the cycle is complete). No yellow alert screens were displaying during testing. No issues were noted when testing with the test media. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a cystectomy procedure after a long period in the case the enseal device alarmed with the message change hand piece user broken interface. The surgeon also commented to the theatre sister that he was not happy with the hemostasis of the device. They opened a new enseal super jaw and continued the case without any further issue. One device will be returned. Procedure was completed with same like product. No patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.